Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using fluency stent graft . After deployment, resistance was encountered while pulling the delivery system out of the patient. The end of the delivery system broke off and remained inside the patient. The broken piece was retrieved using a snare. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using fluency stent graft . After deployment, resistance was encountered while pulling the delivery system out of the patient. The end of the delivery system broke off and remained inside the patient. The broken piece was retrieved using a snare. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: based on sample evaluation, no indication for a manufacturing related cause were found. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. A definite root cause for the reported event could not be determined. Investigation summary: a provided photo and an x-ray confirm break and detachment of the distal part of the delivery system including the sheath marker. The delivery system was returned for evaluation, and the stent graft was completely deployed and was not returned as it was implanted in the patient; the distal part of the catheter including the sheath marker was detached and missing. The break and detachment of the catheter is thought to have resulted from difficult removal as reported by the client which leads to confirmed results for break, detachment and difficult to remove. There was no indication for a manufacturing deficiency. Based on the provided photos and images and the evaluation of the returned sample, the investigation is closed with confirmed results for break, detachment and difficult to remove. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU state: if resistance is encountered when removing the delivery system, it is recommended to remove the delivery system, introducer and guidewire as a single unit. Regarding accessories the IFU states: 0.035 (0.889 mm) guidewire with a length at least twice as long as the endovascular system and introducer sheath with appropriate inner diameter. The packaging pictograms indicate an introducer size of 10f and a 0.035 guidewire. The IFU also mentions detachment of device parts as a potential complication. G3, h6 (component, method, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.